Event description:
It was reported that review of the (B)(4) showed that the battery voltage had dropped in the last few months. The patient has not received any therapies since last check. The patient will be followed-up and monitor battery status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.